Event description:
It was reported by the sales rep that preoperatively to an unknown surgery on (B)(6) 2022, it was observed that the hd epscp,4.0,30,167,mitek endoscope device had cracked lens. During in-house engineering evaluation, it was determined that the distal tip had deposits and lenses were broken in the optical system on the device. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4). The complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: minor scratches on the unit. Outer tube damaged - bent/dented. Distal tip has deposits. Optical system, optical components broken lenses in optical system. Per service reports, this complaint can be confirmed. The defective parts needs to be replaced to resolve the issues. As part of depuy mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.